Manufacturer narrative:
Pump passed the displacement test. Unit received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify prime/fill anomaly due to compromised force sensor system alarm. Pump received with cracked case at the display window corners, cracked lcd window, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck while filling process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.